Manufacturer narrative:
Concomitant medical products: 4076-52 lead implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead had slight increase in lead impedance and large threshold increase over time. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.